Manufacturer narrative:
(B)(4). The customer returned an air dermatome device for evaluation. The customer also returned a hose for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome three times. The last repair was (B)(6) 2015 where it was reported that the device needed preventative maintenance and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, width plates, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on june 2, 2005, and is over 11 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #(B)(4) with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The width plates were not returned for evaluation. The calibration was out of specification at the zero setting only. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. The service technician noted that there was slight damage to the head of the device but nothing that would hinder function. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not cutting. Multiple blades were tried. No patient involvement. No adverse events were reported as a result of the malfunction.